Event description:
It was reported that during a routine generator replacement this right ventricular (rv) lead exhibited a high out of range shock impedance greater than 200 ohms. After the pins had been connected and the new device was placed in the pocket, the physician tested the shock impedance which was out of range greater than 200 ohms. The implanter disconnected the lead to ensure the pins were dry and reconnected to the device and the shock impedance was still greater than 200 ohms. It was noted that all lead measurements were stable prior to the device change. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. The shock vector was reprogrammed to rv coil to can and the shock lead impedances were in range. It was also noted, all other lead measurements are stable. The procedure was completed successfully with no patient complications. The lead remains in service.